Event description:
It was reported that there is no saved images for a patient on the 9800 system. It was noticed when trying to send saved images to pacs. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded calibration files. The system was tested and found to be working as intended system placed back into service.